Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's cheek was burned by the head of a handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's cheek was burned by the head of a handpiece. The pt was not given any medication or ointment, it healed by itself. During product eval, low debris level was found in the handpiece. The head was dented and keeps the back cap depressed which heats up the head.